Event description:
It was reported patient underwent a initial affixus nail procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to non-union. During the procedure, the nail fractured at the point of intersection with the lag screw. It was also noted during the procedure that a crack was stemming from the distal locking screw. There was a two hour delay to the revision procedure as a result.

Manufacturer narrative:
Evaluation of the returned cortical bone screw found abrasion present, probably caused by the implant weight bearing.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00270 / 00272).